Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the integrated electrosurgical unit (iesu) was delivering intermittent bipolar energy on large bites of tissue but not smaller bundles of tissue. The customer tried to use covidien generator but it is not activating at all. The customer tried a power cycle the iesu, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following information: the procedure was completed robotically with no patient injury. There was a procedure delay about 15-30 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting iesu intermittent bipolar energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the customer reported complaint was confirmed. The fse replaced the iesu to resolve the reporter issue and the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The electrosurgical unit (esu) was analyzed. The iesu was placed on an in-house system and was run in normal mode. The complaint regarding the iesu was delivering intermittent bipolar energy was confirmed and reproduced based on failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the pulmonary lobectomy procedure was performed on the reported event date 07-nov-2022 on system sk5025. This complaint is reportable malfunction event due to the following conclusion: the system was not in an operable or an acceptable state after the start of the surgical procedure due to the intermittent bipolar energy delivery issue on the iesu. The fse was able to reproduce the error and replaced the iesu to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.